Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: section d7: date of explant should have been (B)(6) 2020 instead of (B)(6) 2020 in the initial report. This correction is reflected in this additional report 2.

Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. During processing of this complaint, attempts were made to obtain complete patient and event information.

Event description:
Related manufacturer report number: 1627487-2020-22103. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. As a result, the patient underwent surgical intervention during which the existing leads were explanted and replaced. Effective therapy was established post-operatively.